Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. It was reported that the patient did not calibrate after the inaccuracy. It was reported that the patient did not enter finger stick values promptly. It was reported that the patient used an alternative site prep. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Labeling indicates: use optional skin adhesives (mastisol¿, skintac¿) as part of your insertion site preparation to help keep your sensor pod attached. Apply the skin adhesive after you selected and cleaned your insertion site. Use circular motions and create an ¿o¿ outline, making sure you don¿t get any skin adhesive inside the outline. Let the ¿o¿ dry based on skin adhesive manufacturer¿s instructions. Once dry, your skin may feel slightly sticky. No additional event or patient information is available.